Event description:
Patient received 8 inappropriate shocks for a sinus tachycardia due to atrial undersensing. Rep and doctor has been notified. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.